Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced a fall, and so the physician ordered an x-ray which confirmed both the right atrial (ra) and right ventricular (rv) leads had become dislodged. The ra lead also was not capturing and it was undersensing atrial activity and instead sensing the ventricular depolarizations. The rv lead had high threshold. Both leads will be repositioned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.